Manufacturer narrative:
Continuation of medical devices: product ID 37751, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was not feeling stimulation or getting pain relief. The patient could communicate with the ins using the patient programmer. The patient programmer showed stim was on, with group c enabled at 5 volts. The patient tried increasing the intensity to 10.5 volts but still did not feel stim. The patient reported that she usually felt stim unless the ins was depleted or off. All of the patient's 3 groups were tried but stim was not felt. The patient denied recent falls, trauma, activity, or electrical interference. The patient did report that the recharger screen was frozen and a 375 error code was seen. The recharger would not charge the ins and the "charge ins now" screen was seen, however when interrogated with the patient programmer the ins was shown to be fully charged. Patient was issued a new recharger. Additional information received stated that the new recharger had been able to successfully recharge the device, however the patient could still not feel stimulation, even at 10.5 volts, in any group. The patient was redirected to their hcp to get the device checked. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was planning to meet with a rep to get device checked. The patient reported they are supposed to meet with the rep to check if the ins is depleted due to the patient not feeling stim and not getting pain relief. It was later reported that the patient's ins was reprogrammed, and this resolved the patient not feeling stimulation. No additional symptoms were reported. There were no reported complications and no further complications were expected